Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged/detached dso seal. The device was functionally tested and the customer reported issue was confirmed. The cause of the issue was found to be that the motor had more than 12 million revolutions. The engine was replaced as a precaution. The dso seal was also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device indicated motor error. There is no more information provided. It is unknown if there was patient involvement.